Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 13 december 2019, it was reported that a dermatome was leaking during testing. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. At the time of the investigation, however, the customer has yet to respond to the quote for service. As such, no evaluation or repair has been performed on the device and cannot be reviewed as part of the complaint investigation. Reference number (B)(4) on 13 december 2019. No evaluation or repair was performed on the device as the quote for service was not accepted by the customer at the time of the investigation. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It is unknown at this time whether the customer will return the product for investigation. Follow up is being conducted. Once the investigation has been completed, a follow up MDR will be submitted. Not yet returned.

Event description:
It was reported that the device was leaking during testing but did not result in any harm or delay. No adverse events were reported as a result of this malfunction.